Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device was not returned for evaluation. However, the lot number was provided and retained-product testing and/or DHR review are planned. The results will be submitted as they become available.

Event description:
In this event it is reported that a c+file ready steel 21mm 008 file broke during use. Reportedly no injury, the outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Additional information received: all the broken parts have been retrieved from patient¿s mouth. The product involved has been discarded. This is a follow up report for this additional information. Involved product that broke during use was not returned and cannot be analyzed. Moreover, no unused file is available for evaluation. Nothing unusual to report was found during DHR review (batch#: 1830855). Root causes are not identified. We will track this kind of event and monitor the trend. Potential root causes may be incorrect technique (hand used file - technique no more verifiable to date), overuse (number of uses not communicated), excessive wear, or material issue (no analysis of the broken fragments possible). This is to correct and remove the codes that were initially reported - removing codes for: health effect - impact code - 4648, the correct codes for this complaint are: health effect - impact code- 2199, this is a follow up report to correct this code.